Event description:
The account alleged the beds brakes were not locking. No patient impact.

Manufacturer narrative:
The tech found the brake was not fully depressed. The tech in-serviced the account on the brake functions to resolve the issue.